Manufacturer narrative:
Abutment screw fractured during placement of dental prosthesis. Fragment could not be removed from implant and implant needed to be removed. The abutment screw shall be placed with a pre-determined torque of max. 20 ncm. It is most probable that this was exceeded by the dentist.

Event description:
Abutment screw fractured during placement of dental prosthesis. Fragment could not be removed from implant and implant needed to be removed.